Event description:
It was reported that after a routine device change out, before leaving the hospital, the patient experienced a syncopal episode. Upon interrogation, the atrial lead exhibited low impedance, a sensing anomaly and high thresholds. The lead was capped and replaced. Replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.